Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4)] noted for out of spec shield pull.

Event description:
It was reported that the hub separated from device with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that needle hub separated into needle shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device with a bd insulin syringe with the bd ultra-fine needle. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that needle hub separated into needle shield.